Event description:
The error message states there is an oximetry cable fault due to overheating. Can still provide cardiac output and index and other values, just not the venous saturation. I have troubleshot two of the four that have malfunctioned myself personally and never found them to be tucked under bedding or under a patient where they shouldn't have been able to cool as normal. The trouble shooting advice provided by the hemosphere all centered around unplugging, allowing to cool, restarting the device, etc. This worked temporarily in each case. Cable (thermal)- s22702. Reference reports: mw5157550, mw5157552, mw5157553.